Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4). Results: results pending completion of evaluation. Conclusions: conclusion not yet available-evaluation in progress.

Event description:
The user facility reported to terumo cardiovascular that during vein harvesting, one of the cutters broke off in the patient's leg. The piece was able to be retrieved. Product was changed out; procedure was completed successfully.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on august 11, 2017. (Device evaluation anticipated by manufacturer - a second follow-up will be submitted upon completion of the investigation and/or submission of new information, thus tcvs references conclusions.) All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on august 30, 2017. (B)(4). The returned sample was visually inspected, no issues were noted. The device history record reviewed and 5 retention samples were inspected from the affected pn # and lot # combination - no issues found related to the reported event. The actual root cause of the reported event cannot be determined. However, a potential cause for the fracture of the v-cutter is that the excessive force applied to the distal end of the v-cutter during an operation while entering into the tunnel causing it to break. It is likely that the burned section of the v-cutter was caused by these conditions; the v-cutter was broken/fragmented and the electric path for high frequency current was exposed; high frequency output was activated and a short circuit occurred, causing the v- cutter to be burned. It is likely that the damage to the v-cutter occurred during handling. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.